Event description:
It was reported that a catheter issue occurred. The target lesion was located in a severely tortuous and moderately calcified vessel. When an opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, crossing difficulties were encountered. When the lesion was crossed, the transducer was not pulling back on the automated pullback sled. When the catheter was pulled back, it was noted that the tip was fractured. The catheter was removed from the body with the tip remaining on the wire. The procedure was completed with an opticross 6 hd. There were no patient complications reported, and the patient fully recovered.